Event description:
Protective sheath on stryker four lumen round tip esophageal catheter came off the catheter and was deposited in the pt's stomach, unk until 1 month later found as incidental finding on an x-ray.